Event description:
The facility reports the resident was in the sling and transferred with the hoist from the bath stretcher. The resident was moved away from the stretcher with the hoist when the hoist went down automatically until the resident reached the floor. Eventhough the hoist was in the lowest position possible, the engine did not stop. A smell of burning and smoke production occurred, then the carers took out the battery. The hook of the remote control broke off, the bottom for going down cannot be pushed in, it sticks and the hoist needs to be guided/pushed down manually. Because of this, the engine of the hoist stayed on which resulted in a blow up to the print, which started to give a smell of burning and smoke. No injuries were noted.